Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314trg ICD, implanted: (B)(6)2012. (B)(4).

Event description:
It was reported that the right atrial (ra) lead has low pacing impedance. Interrogation shows that the lead impedance trend was chronically low. The physician elected to leave the lead in use with no intervention performed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The lead was not returned for analysis. However, performance data of the lead was collected from the device and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected lower range. Atrial bipolar pacing impedance was low throughout record, ranging from 133-304 ohms. Atrial bipolar lead impedance warning occurred on (B)(6) 2014. (B)(4).

Event description:
Further information indicates that the ra lead impedance was varying.